Event description:
It was reported, the patient presented in clinic due to a patient notification alert. Upon interrogation, the device was observed to be in back up mode. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.